Event description:
It was reported that during a follow-up, the pulse generator could not be interrogated. Multiple programmers were used unsuccessfully. The device was explanted on (B)(6) 2014. The patient was in good condition following the procedure.

Manufacturer narrative:
Final analysis found a device interrogation could not be performed due to a flipped ID bit. After correct ID bit was programmed, normal device function ensued.